Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button is responding intermittently when pressed. The reporter claimed that the keypad buttons spring up/down and click normally and denied any tears or peeling of the keypad. There was no adverse event associated with this complaint.